Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device made a loud unusual noise and overheated in 3 minutes (119 degrees should be less than 118 degrees in 10 minutes). It was further observed that the driveshaft was broken which caused the noise and the overheating. It was determined that the issue was consistent with excessive force being used during operation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to abuse/ misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the motor device was loud. During in-house engineering evaluation, it was observed that the device made a loud unusual noise and overheated in 3 minutes (119 degrees should be less than 118 degrees in 10 minutes). There were no delays to the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.